Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 370 mg/dl at the time of the incident. Critical pump error image was received on insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and self test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no blank display noted. The insulin pump was received with corroded battery tube noted.